Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Alleged failure: it has been reported by the customer that the primary packaging is broken. See pictures in intake tab. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be extreme shipping conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a breach in the sterile barrier.